Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code, and there was no notable event before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for placing malfunctioning pump in storage mode, and instructed customer to return pump within 10 days using prepaid shipping, reprogram pump settings, and reconnect continuous glucose monitor to replacement pump.